Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured during surgery. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made, and all available information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 the event can be confirmed. Visual inspection of the provided images performed. Item and lot number confirmed as correct. Images show clearly that the device has fractured into two separate pieces. The physical product was not returned. The features of the fracture surface visually align with a zrm document in which an overload fracture failure mode was identified. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.